Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During the procedure, it was noted that the patient went into atrial fibrillation. This was resolved with a cardioversion. After the cardioversion, it was noted that the device was not fixated. The physician attempted to reposition the device and it again did not stay fixated. While the physician was removing the device to inspect the helix, it was noted the helix stretched. The device was removed and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event was unable to implant. As received, a catheter was returned in one piece with no attached device and blood was noted inside the distal cap. Visual and x-ray examination of the catheter did not find any anomalies.